Event description:
It was reported that the lead took over 47 turns to extend/retract the helix at implant attempt. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached cut, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead; and the tip seal was observed to be out of position.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.